Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the patient experienced unexplained high blood glucose levels. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump passed the prime test, but failed the high pressure test due to insulin leaking from the reservoir. The patient did not want to try the high pressure test with a new infusion set, and requested a replacement insulin pump. The patient was not comfortable using this one anymore. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.